Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the 12" collimator and performed a collimator calibration. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that a bad iris pot was detected after boot up of the 9600emi system. There was no report of pt injury.